Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high current drain on the implantable cardioverter defibrillator. No changes or intervention was performed; the patient would continue to be monitored. The patient condition was stable.

Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous integrated circuit was found to be the cause of the high current drain and premature battery depletion.

Event description:
New information indicates that the implantable cardioverter defibrillator was explanted and replaced. The patient condition was stable.